Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of information provided; no devices were returned or medical records provided. There was a photo provided of the articular surface that showed evidence of use. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface to address pain approximately seven (7) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen prolong cr-flex articular surface c-h 12mm catalog #: 00595203012 lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial tray catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03760, 0001822565-2023-03762, 0001822565-2023-03763. H3 other text : investigation incomplete.